Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 31. Details of surgery: ridge augmentation and immediate extraction site. On (B)(6) 2025, fracture of the implant was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: bleeding and inflammation. No further patient complications were reported.

Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 31. Details of surgery: ridge augmentation and immediate extraction site. On (B)(6) 2025, non-osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: bleeding and inflammation. No further patient complications were reported.

Manufacturer narrative:
Non-fatal serious injury or device malfunction stored due to covid 19 pandemic in accordance with FDA guidance "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic" published may 2020.